Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation.

Event description:
It was reported while using her coaguchek xs meter (serial number (B)(4)) on (B)(6) 2016, the customer obtained the results of 2.6 inr, 4.2 inr, 2.7 inr while training on the meter. Each result was obtained from a fingerstick on a new finger and they were taken within a few minutes. She reported that on (B)(6) 2016 she obtained results of 4.2 inr and 7.8 inr. These were also fingersticks on separate fingers within a few minutes. The customer's therapeutic range is 2.0-3.0 inr. The customer is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. She is not on any new medication and has not had any changes in her diet. The customer feels fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 29398621) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.